Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was implanted with an afx bifurcated stent graft and suprarenal aortic extension on (B)(6) 2013. The secondary case for this patient was completed on (B)(6) 2017 for an unknown reason and the patient was implanted with an ovation iliac limb. The ovation limb was used as an endo-conduit to allow the large delivery system of the thoracic graft to be advanced without risking rupture of the right eia. The implanted afx device was fixed by placing a non-endologix thoracic graft.

Event description:
Clarification: endologix became aware of a re-intervention as reported by physician (B)(6) at (B)(6) hospital. As the exact date of event and awareness date are unknown, the best estimate (B)(6) 2017 was used, the date that the reported re-intervention was first documented. The patient was originally implanted with an afx bifurcated stent graft and suprarenal aortic extension on (B)(6) 2013 by physician (B)(6) at (B)(6) hospital. During re-intervention, the patient was treated by using an ovation ix iliac limb as an endo-conduit to allow the large delivery system of the thoracic graft to be advanced without risking rupture of the right external iliac artery. The original afx system was fixed by placing a cook zenith alpha (non-endologix) thoracic graft on (B)(6) 2017 by the reporting physician.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported event: secondary endovascular procedure. A device failure, procedure-related harms, and the final patient disposition could not be determined due to a lack of any medical records or imaging. There have been no further reports of negative patient sequelae. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.